Event description:
It was reported, the patient was told to get their device checked based on their remote transmission. The patient has not yet been seen by the clinic. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.